Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument does not show damage to the conductor wire. It had charring and localized melting on both yaw pulleys in the space between the grips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument sparked. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing from the tip of the instrument was observed. The energy cable was burned and broken. The liver was crushed while water was poured onto the tissue. During the procedure, fenestrated bipolar forceps, maryland bipolar, and cadiere forceps were in use. The settings were autocut 5.0 and softcoag 7.5. The instrument was used 2 hours before the incident. The instrument was in contact with tissue when it occurred. There was no injury to the patient. The doctor thought the arcing was due to the water spraying, which might have increased the electrical conductivity. However, it also happened in places where there was no water. The instrument was inspected prior to the start of the procedure and no damage was observed.